Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
At 7:00 a.m on (B)(6) 2011, pt experienced elevated blood glucose due to a kinked infusion cannula. The infusion headset was changed during the evening of (B)(6) 2011, and blood glucose was 36 mmol/l (648 mg/dl) the following morning. At 7:45 a.m., his blood glucose was 29 mmol/l (522 mg/dl). He got to work at 8:30 a.m and then returned home at 9:30 a.m., and his blood glucose was "hi" at that time. Pt delivered an insulin injection of 12 units. Blood glucose lowered to 20 mmol/l (360 mg/dl) later that day. Pt injected approx 50 units of insulin before going back to work at 10:30 a.m. There was also insulin leakage out of the infusion set. At 3:00 p.m., pt changed the infusion set and delivered insulin through the infusion device. At 4:00 p.m., blood glucose was 8.5 mmol/l (153 mg/dl). Infusion set was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional details were not provided.